Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. The customer¿s blood glucose level was not impacted. Tandem technical support confirmed during follow up that the customer was able to charge the pump successfully using replacement charging supplies.